Event description:
International affiliate reports that after initial placement, the surgeon tried to move the cage to a more posterior position using a removal instrument and the cage broke into pieces. A portion of the cage could not be removed and remains in the pt. Another cage was used to compensate the left vertebral space. The difficulty prolonged the surgical procedure by eighty five minutes. As the cage breakage resulted in an unintended portion of the device remaining in the pt and in a significant delay to the surgical procedure, a medwatch report is being filed to document this event.

Manufacturer narrative:
The cause of cage breakage cannot be positively determined as the device is not available for eval. Review of the device history record cannot be performed as the device lot code is unk. However, it is likely that the application of atypical force upon the cage during repositioning resulted in the breakage of the device. At this time, the complaint is considered to be closed.